Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to being implanted, the pacing lead was checked. It was noted that the "screw" took numerous rotations to extend and retract. The lead was not implanted and replaced. No patient complications have been reported as a result of this event.